Event description:
It was reported tip of drill fell off during drilling in pt bone. Tip possibly in the pt. The drill was discarded. Add'l info was received on (B)(4) 2014 - the surgery date was (B)(4) 2014. Surgery was a metatarsophalangeal joint (mpj) fusion. The piece of drill that broke off was not found nor was it seen in x-ray taken post op. No adverse consequences to pt or injury reported. Drill (remaining) was discarded and the lot number was not known or provided.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.